Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the battery failure alarm on ic3183 was the battery switch not being placed in the ¿on¿ position.

Manufacturer narrative:
D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Section a: no patient was involved. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that when the automatic impella controller was turned on there was a battery failure. It was not in use on a patient.